Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
We are having issues with the stapler unloading too and then not working. Four to five staplers did not work; not deploying a staple or not bending the staple into the skin.

Event description:
We are having issues with the stapler unloading too and then not working. Four to five staplers did not work; not deploying a staple or not bending the staple into the skin.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200356 was manufactured on 01/11/2022 a total of (B)(4). Lot was released on 01/25/2022. DHR investigation did not show issues related to complaint. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73e2200856 the staplers were functionally inspected and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.